Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of sensing. The lead was capped and replaced on (B)(6) 2016. The patient&#38112;condition was stable post procedure.